Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. At this time, the patient also had a peg tube through a separate stoma for feeding due to problems with dysphagia. Patient was on anticoagulation medication and had bleeding from both stoma sites. It was reported that the patient has a chronic history of bleeding. The stoma of the feeding tube got infected and the infection spread to the stoma for the duopa medication. Duopa medication was started on (B)(6) 2016, but it was stopped on (B)(6) 2016 because of the patient's condition due to infection at both tubes. The patient was hospitalized a second time in (B)(6) 2016 and was diagnosed with (B)(6). The patient received blood transfusion in (B)(6) 2016. The patient was discharged from the hospital in (B)(6) 2016 and the second time duopa medication was started on (B)(6) 2016. Patient received clindamycin 250mg bid for several days both times the patient was hospitalized.